Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the cataract system shut down on its own during setup for surgery. The system was rebooted to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative cleaned and re-seated the host power printed circuit board (pcb), the can controller pcb, and the power cables. The system was then tested and met all product specifications. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system electronics being unseated. (B)(4).